Manufacturer narrative:
The field service engineer repaired the manifold and verified clinac operation. New parts have been ordered for future replacement. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Incoming water leaking at water manifold at the bypass value for the 2nd time in 6 weeks. Appears to be an issue with the by pass values on the manifolds. The customer came in to do morning checkout and water was all on the floor. Leaks in the stand at the incoming water manifold at the bypass value. There was no report of serious injury to the pt or operator. No pt data reported.